Manufacturer narrative:
Date sent to the FDA: 5/7/2023. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4). Submitted for adverse event which occurred on 9/22/2015. (B)(4). Submitted for adverse event which occurred on 8/13/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that the patient underwent an hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent revision surgery and partial removal surgery (B)(6) 2015 during which the surgeon noted an umbilical wound infection with subcutaneous sinus tract at the site of the prior repair and partially excised the mesh. It was reported that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2021. It was reported that patient experienced severe pain, inflammation, loss of appetite, scarring, disfigurement, and pain. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/11/2024 additional information: a2, d1, d4 (lot, UDI, catalog) corrected information: g1, g4 (PMA) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.